Event description:
Our customer reported that during surgery it was observed that the reported device is ageing/trite. There was no delay. The surgery was successfully completed. They used a manual technique.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.